Manufacturer narrative:
The customer reported complaint of the autopulse was displaying error message "system error, out of service, revert to manual CPR" was confirmed during the initial functional testing. Latch error 203 - (mailbox full) error is a known software glitch during the communication between the motor and the processor board during active operation. The error log was cleared to remedy the issue. Visual inspection was performed and found bent battery lock and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Battery lock was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in 2008 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. A review of the platform's archive data was performed and found error 203 on 04/13/2018. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform ((B)(4)) would not start compressions and displayed system error, out of service, revert to manual CPR error message. Customer's attempt to clear the message by re-installing the battery and the lifeband was unsuccessful. Manual CPR was immediately performed. No known patient consequences reported. No additional information was provided.